Event description:
During the course of the investigation it was found that based on the operating time, the reset event likely occurred on or around (B)(6) 2009.

Event description:
It was reported that when the pt's vns was interrogated, a message was received stating "invalid serial number or generator reset has been detected, if you know the number of the serial number enter that now." This message is typically received following a generator reset; however, it is not known if a generator reset was performed. After re-entering the generator's serial number, the generator was interrogated which showed settings indicative of a generator reset. The pt was seen by a different physician prior to this visit, but had not had his device monitored for some time. The physician plans to resume the pt's therapy. It is unk how long the pt's stimulation may have been disabled. No adverse events have been reported as a result of the anomaly. Attempts for add'l info are in progress.

Event description:
Additional programming history was received that confirmed that the patient's generator had likely been reset. The patient's therapy has been re-enabled and is being ramped back up. The cause of the reset remains unknown.

Manufacturer narrative:
Date of event, corrected data: additional information found that the event date was likely different from that on the initial MDR.

Event description:
Additional information was received indicating no potentially contributing medical procedures or mris were believed to have occurred in the time period between the last date of interrogation on (B)(6) 2009 and the date of discovery. The cause of the likely generator reset remains unknown.

Event description:
The generator was previously explanted and returned for analysis due to end of service. Analysis of the explanted generator found it was at normal end of service and no anomalies were found.